Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient has low frequency stimulation for his back. The patient said they were feeling the sensation in the legs and not in the back. The patient stated if it starts to get annoying he will turn it down. The patient said the other night, no matter which way he laid, his legs were vibrating from the hips down. The patient stated he does not have any other programs and they go in on (B)(6) to get the rest of the programming. The patient was going to follow up with the healthcare provider (hcp). No further complications were reported.